Event description:
The customer's mother reported a crack near the display and another one near the reservoir compartment. The mother also stated that the customer spent four days in the hosp after experiencing no delivery alarms. The customer was treated and released. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a cracked case.